Event description:
Physician reported right side rupture. Physician later reported "capsular contracture, baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp on anterior assessed as fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device remains implanted.